Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the esc button is not functioning. The customer's blood glucose at the time was 200mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.